Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to atrial fibrillation with rapid ventricular response and supraventricular tachycardia (svt) in various episodes. No other information was provided. This device was explanted approximately ten years after implant. No adverse patient effects were reported.